Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.

Event description:
International affiliate reports that after insertion of a polyaxial screw, the nurse noticed that the tip of the viper2 x-tab polyaxial driver had broken off and was missing from the instrument. The broken tip was found to be contained with the inserted screw which could not be removed. The tip is covered by a rod and set screw and, as a result, cannot migrate from its position. There were no adverse consequences to the patient and no delay to the procedure.

Manufacturer narrative:
Visual examination of the returned driver found that the most distal portion of the tip had broken off from the instrument. Review of device history records confirmed the instrument was manufactured to specification requirements. No definitive conclusions can be made as to the cause of tip breakage. However, a CAPA was implemented which addressed tip breakage through design modification and material change. Testing on production level instruments had determined that tip breakage was the result of a brittle fracture of the material. This production lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.